Event description:
Info indicates that pump failed to stop pumping and pumped air into patient's stomach. No patient impact reported.

Manufacturer narrative:
Pump received, tested, all alarms worked within specification. Complaint could not be confirmed.